Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) underwent a programming change for follow up checkup. The patient started to begin to feel difficulty in breathing, phrenic nerve stimulation (pns) and was under oxygen. A month ago, the patient was seen in the hospital for hypoxia, congestive heart failure, and respiratory failure. Echo and computed tomography were performed which ruled out pericardial effusion. The device was checked and changed to prior settings. Consequently, the patient felt better, however, the pns returned. Boston scientific technical services consultant (ts) further advised the patient to follow with the clinician or seek medical attention as needed. As of this time, this crt-d remains in service. No additional adverse patient effects were reported.